Manufacturer narrative:
The returned product consisted of the ilab acq pc. A visual inspection of the device revealed no issues or defects. A malware scan was then performed, which did not detect any malware. A functional test was performed that the pc passed the functional test. A factory level test was performed and could not identify any hardware issues with the pc. The dedicated functional test passed, and the factory level testing resulted with no hardware problems detected with the pc. Because of this, this event has been assigned an investigation code of cause not established.

Event description:
It was reported that the procedure was cancelled. An ilab ultrasound imaging system was selected for use for diagnostics of the target lesion. During this procedure, the system experienced an error message. Because of this, the entire procedure was cancelled. There were no patient complications.

Event description:
It was reported that the procedure was cancelled. An ilab ultrasound imaging system was selected for use for diagnostics of the target lesion. During this procedure, the system experienced an error message. Because of this, the entire procedure was cancelled. There were no patient complications.